Event description:
It was reported that a physician deployed a complete se self expanding stent to treat a lesion in a patient located in the sfa. The stent was delivered without any issues noted, however once the stent was deployed, the stent was measured to be 120mm as opposed to 150mm length as labelled. The device was prepped as per the IFU and inspected with no abnormalities noted. There were no difficulties encountered during delivery of device across the lesion. The lesion was pre-dilated. There was no difficulty in removing the device from the patient. The procedure was completed using another complete se because the deployed stent was too short. There was no injury to the patient reported for this event. Device evaluation: the delivery device was returned to medtronic for evaluation. There was no damage visible to the delivery device. The floating marker was moved to its proximal position and the gap between the proximal and distal markers was measured at 155mm. Cine image review: one still image showing two stent deployed in the sfa was provided for evaluation. It was not possible to determine the length of the two stents from the image.

Manufacturer narrative:
Evaluation results: no failure detected (during device evaluation the gap between the proximal and distal markers was measured at 155mm). (Unable to determine root cause). Evaluation conclusion: device evaluated and alleged failure could not be duplicated (during device evaluation the gap between the proximal and distal markers was measured at 155mm) 68 other (unable to determine root cause). (B)(4).